Event description:
Rptr had another co's breast implants removed and replaced with this co's implants on 11/26/91. On 7/1/93 she had another set implanted to replace the previous set. Her initial surgery was an 80% mastectomy due to fibrocystic disease/sclerosis on 3/18/81. In 11/89 she was diagnosed with chronic fatigue syndrome. It is worse now, causing numerous problems. (Same rptr referred to in 1003635-1003637).